Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, the reason for the incorrect size and patient pain was most likely related to a measurement error during the original implant, so a conclusion code of unintended use error caused or contribute to the event was assigned to this investigation.

Event description:
It was reported that the patient, with an inflatable penile prosthesis (ipp), presented with pain at the tip of the glans. Surgical intervention was performed to replace the cylinders with a different size. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, with an inflatable penile prosthesis (ipp), presented with pain at the tip of the glans. Surgical intervention was performed to replace the cylinders with a different size. There were no additional patient complications reported.